Event description:
Hello, I got my right tube implanted with essure on (B)(6) 2014. Instantly began to hurt and it got worse during the week. The side effects were: abdominal pain, backpain, sharp pain on the right side, bleeding, dizzy spells, fever. Exactly one week after implant, the coil was removed. And all pains that I had were gone. To me essure seemed to be a good option because the brochure was very positive and I wouldn't need anesthesia. A painless, 10 minutes procedure and you can go back to work the next day. That is misleading! For most women that may be the case but for thousands it isn't. I find it disturbing that so many women have had to get hysterectomies at young ages. That is not what they signed up for!! I was "lucky". But my point is that the risk should be investigated rather than to be dismissed so harshly and direct. It's your job to investigate and if found with danger, taking essure off the market, or at least indicate it at a lower level so that bayer can be sued for malpractice. I wish you lots of wisdom in your next actions. This is a serious matter to thousands of women and their families (whom by the way are also dealing with pregnancies even while on essure) pardon my spelling, but I am from the (B)(6), I thank you for your time and I expect to be taken seriously. Sincerely, (B)(6).